Manufacturer narrative:
H10: the actual device was not provided for evaluation, however, a picture was provided for investigation. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a polyflux 170h dialyzer, an external dialysate leak was observed due to a crack. There was no patient involvement. No additional information is available.